Event description:
It was reported that the pump touch screen was on but remained grey. Subsequently, the customer experienced a blood glucose (bg) of 46.8 mg/dl. The customer consumed carbohydrates to address the bg. Reportedly, the customer contacted health care provider to obtain alternate insulin therapy.